Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered one inappropriate 80j shock due to oversensed muscle noise, with a delivered shock impedance of 85 ohms. Similar muscle noise was also observed on an earlier untreated episode. Therapy was not exhausted, and normal sinus rhythm was observed following the delivered shock. This s-ICD was programmed to secondary, 1x gain. Technical services (ts) discussed troubleshooting options and programming considerations to allow for larger r-waves. This electrode remains in service. No additional adverse patient effects were reported.